Event description:
Allergan aesthetics received a report that a patient received a coolsculpting treatment to the mid back and inner thighs on (B)(6) 2019 and presented with paradoxical hyperplasia (pah/ph) to the inner thigh.

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Additional information was received that patient was treated with the coolcurve+ advantage and cooladvantage petite flat contour applicators.

Manufacturer narrative:
Additional information: b5 and d1.

Manufacturer narrative:
Corrected / changed data: b3 g2. Correction to g.3. Aware date of supplemental medwatch # 1. Aware date should have been listed as 5/2/2023. Clarification to b3 partial date of event: "approx mid 2020" was provided.

Event description:
Allergan aesthetics received a report from a patient treated with coolsculpting to the inner thighs on (B)(6) 2019 using the cooladvantage coolcurve+ and a cooladvantage petite flat (contour) system applicator(s), who presented with paradoxical hyperplasia (ph) after treatment.